Event description:
Information received by medtronic indicated that the user continuously received a coaxial connector icon prior to the first ablation. The user switched to a different cryoconsole for the procedure. No patient complications were reported. Reportable following revision to regulatory reporting criteria.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue was confirmed through testing and through data analysis. For the console (B)(4)replacement of check valve (cv4) resolved the high baseline flow issue. The check valve was returned and failed the inspection due to presence of lubricant.